Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Health effect - clinical code : (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with an unspecified mentor smooth gel breast implant and experienced right-sided breast mass, breast pain, and chest injury postoperatively. The patient states that she is currently experiencing right-sided breast pain, and her right breast feels lumpy. In addition, the patient suspects that her symptoms were caused by mammogram. However, the mammogram result reported normal without any issues. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2006 based on available information.